Event description:
It was reported by service report that the power connector and power cable were damaged. Also, the fowler was drifting, the scale was inaccurate, and the footboard lockout lights weren't working. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
Load cell and footboard. Power connector pins damaged. Power cable ground pin missing. Fowler gas spring cylinder.